Event description:
The complainant reported a female of unknown age with an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient's aortic valve was damaged. The impella 5.5 was explanted and a lvad was implanted instead. The impella was discarded. The patient was noted to be stable while this happened. The patient expired while no longer on impella support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported heart valve damage has been completed. Product was not returned for investigation. As per given clinical, there was damage to the aortic valve. The impella was explanted, and the patient remained stable with no harm. The cause of the heart valve damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use referenced in the initial report is for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (unites states) . H1-corrected type of reportable event to death.